Manufacturer narrative:
Handpiece will not turn due to a corroded motor and bearings. Temperature test were not performed due to motor not turning. Motor ,cable and bearing were all replaced and item was tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device overheated. There was no patient impact.